Manufacturer narrative:
B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings h3: product analysis :evaluation confirmed the reported malfunction of motor stuck in the attachment. The likely cause of failure was due to needle roller bearing is stuck in the front housing. However, it was also noted that sub-assembly output is stuck, front housing is worn, laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment got stuck in the motor. There was no patient impact in this event. Additional information received on evaluation stated that needle roller bearing is stuck in the front housing made this event reportable.